Event description:
During ptca treatment procedure the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion in the mid lad coronary artery. The procedure was successfully completed. Pt status is reported as 'good'.